Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect b-hcg results on one female patient. The results provided were: on (B)(6) 2024 ,sid (B)(6), initial=2094.07 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.2 miu/ml (< or =5.00 miu/ml=negative) /repeated on (B)(6) 2024=< 1.2 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation for false positive architect total b-hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, field data review, and labeling review of architect total b-hcg reagent, lot 56209ud00. Return testing was not completed as returns were not available. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the negative population for the complaint lot is within the established limits and comparable with other lots in the field which confirms no systemic issue for the lot. A review of labeling was performed and found to and sufficiently address the customer's issue. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. There was no issue with reagent performance identified. A review of the product labeling concluded that the issue is sufficiently addressed. Based on this investigation, no systemic issue or deficiency was identified for the architect total b-hcg reagent lot 56209ud00.

Event description:
The customer observed false positive architect b-hcg results on one female patient. The results provided were: on (B)(6) 2024 sid (B)(6) initial=2094.07 miu/ml (> or =25.00 miu/ml=positive) /repeated=< 1.2 miu/ml (< or =5.00 miu/ml=negative) /repeated on (B)(6) 2024=< 1.2 miu/ml there was no reported impact to patient management.